Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and an unspecified handpiece. The customer indicated the use of a viscoelastic. Without the handpiece model it cannot be determined if this is a qualified combination. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that 16 days following an intraocular lens (iol) implant procedure, the iol was exchanged due to wrong iol power. The iol was replaced for a different model with a 1.5 diopters difference of power. Additional information was provided by the nurse, indicating that the iol was exchanged approximately 6 weeks after the initial implantation procedure. The iol was exchanged for a different model and 1.5 diopter difference of power. The postoperative iol exchange target refraction is -1.00. The patient has a history of bilateral 8 cut radial keratotomy.